Manufacturer narrative:
Per the t:slim x2 user guide, ¿store the (B)(4) g5 mobile cgm sensor at temperature between 36°f to 77°f for the length of the sensor¿s shelf life. Storing the sensor improperly might cause the sensor glucose readings to be inaccurate, and you might miss severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ per the t:slim x2 user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the t:slim x2 user guide, ¿calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 234 mg/dl, and the meter bg reading was 174 mg/dl. Reportedly, the sensor was not stored according to manufactured labeled recommendations, the customer did not perform a calibration every 12 hours, and calibrations were performed when there was no bg value displayed on the cgm home screen. No additional patient or event information was available. A replacement sensor was sent to the customer.